Event description:
It was reported that loss of capture was noted on the right ventricle (RV) lead. The physician suspected microdislodgement of the RV lead due to a fall the patient experienced unrelated to the pacing system. A revision procedure was performed and the RV lead was explanted. The patient was in stable condition.